Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was an attempted implant due to lead had blood in the lumen and noise was noted on the left ventricular (lv) channel. Additional information received indicating that this lead incurred lead body and insulation damage during implant procedure. The lead was never in service. No adverse patient effects.